Event description:
My obgyn performed the essure procedure - company name conceptus - in early 2009. He was only successful in inserting the coil in the left tube, but was unable to complete the procedure on the right side. His office rescheduled the procedure on the right side 2 weeks later -the following month-. The second time around took at least a half hour, but he was still unsuccessful. The essure rep was also present and witnessed the procedure. My obgyn then realized that one of the components, 'the introducer' had deployed the previous 2 weeks, and was left in the right tube, thus preventing him from inserting the device this time around. He was unsuccessful in retrieving the introducer and it is still in the right tube. The essure rep indicated that this sometimes happens and may be expelled on its own. My obgyn suggested to me later, that the device may have been faulty. He now plans to schedule a tubal on both sides. Dates of use: 2009. Diagnosis or reason for use: contraception.